Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that the ins had been slowly migrating to the skin and noted that they had a surgical consult with the health care physician (hcp). The patient inquired about MRI compatibility for the new ins. There were no further complications reported.